Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported device powering off after short time. No consequences or impact to patient was reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation, the device did not turn on using battery. The device turned on using ac while in docking station; however, the device would power off when undocked. The device was not able to obtain readings because shortly after powering up, the screen goes blank and the device generates a 10 beeps error. Internal inspection showed the battery was disconnected, thus preventing the unit from powering on using the battery. The battery was reconnected and measured 5.00vdc across pogo pins 6 and 7 when powered on. It also showed that the "u21" chip on the system circuit board is faulty, causing current leaks responsible for the ¿10 beep error¿. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.